Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 12/02/2014 for investigation. Investigation results as follows: visual inspection was performed and the customer's reported complaint of the lifeband falling off of the platform channel die cast assembly was confirmed. The battery lock pin was also found to be missing. No other physical damages were observed. During functional testing, the returned platform ran for 30 minutes using a test mannequin with no problems encountered. A review of the platform's archive was performed and found that there were no user advisories observed on the reported event date of (B)(6) 2014. Based on the investigation, the parts identified for replacement were channel die cast assembly and missing battery lock pin. In summary, the reported complaint was confirmed during visual inspection and attributed to the platform's channel die cast assembly being wider than intended.

Event description:
It was reported that during a device check by the customer, the autopulse lifeband fell out of the autopulse platform. Customer reported that the distance between the black tabs on the platform that hold the lifeband in place is too wide. They tried different lifebands but that did not resolve the issue. No patient involvement was reported. No further information was provided.